Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms. A surgical procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.